Manufacturer narrative:
The device was received above elective replacement indicator (eri). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room. The patient's pacemaker, right atrial lead, and right ventricular lead were all explanted due to pocket erosion. The patient was stable.